Event description:
It was reported that after the replacement of the patient¿s implantable neurostimulator (ins) and extensions (due to a previous infection at these sites, as reported in reg report #3004209178-2015-10422) that high impedances were measured with the patient¿s system. Impedance testing found an impedance of ¿>40000¿ ohms on electrode eight. The operating physician ¿decided not to do any troubleshooting and closed up¿ the patient. It was ¿unknown¿ whether there were any patient symptoms or complications associated with the high impedance issue. Swabs taken at the time of implant however indicated the previous infection ¿hadn¿t completely resolved.¿ it was noted that as of six days after initial report the patient¿s ¿entire system would be removed at a future date¿ as a result. The exact scheduled date of explant was unknown at this time. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: 2015-(B)(6), product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: 2015-(B)(6), product type: extension. (B)(4).